Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure, using a pinnacle anterior/apical pfr kit, the mesh leg intended for the sacrospinous ligament became tangled with the mesh leg intended for the arcus tendineus. The plastic sleeve then tore down the middle before the mesh assembly was placed. No part of the sleeve detached. The physician completed the procedure with another pinnacle anterior pfr kit, without complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The pt's age was reported to be (B)(6). The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).